Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee system with intepro lite on (B)(6) 2005 to treat her pelvic organ prolapse. It was alleged the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." "It was additionally alleged the plaintiff underwent" corrective surgery and hospitalization," "extensive medical treatment, including," but not limited to, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.